Event description:
Related manufacturer report number: 2017865-2023-10980 new information received notes that the right ventricular lead was oversensing due to noise. The atrial lead was also found to be exhibiting noise in addition to low pacing impedance. Both leads were discovered to be fractured and were explanted on mar 17, 2023. The patient was stable and asymptomatic.